Event description:
It was reported that post-coronary stenting drug eluting treatment procedure, a dissection and stent thrombosis occurred. Prior to the index procedure the pt was diagnosed with st elevated myocardial infarction (stemi). The vascular access site was the right femoral artery and angiography identified a 100% occluded lesion in the proximal right coronary artery (rca). Timi flow was 0. Lesion length was 22mm. A non-bsc 6fr guide catheter along with a non-bsc 0.014, 190cm guide wire were advanced to the lesion site. Next a non-bsc 2.25x15mm balloon was advanced across the lesion site and used to pre-dilate the lesion. Then a taxus liberte' 2.25x24mm stent was deployed in the proximal rca at 15atms for 60 seconds. The non-bsc 2.25x15 balloon was used to post dilate the stent at 4 atms for 90 seconds and 45 seconds. Plavix was administered to the pt at this time. Residual stenosis was 0% and timi iii was restored. The procedure was completed with no reported complications. Approx 4-5 hours post-procedure, the pt presented with chest pain. Angiography revealed the proximal rca was 100% occluded, with a vessel dissection present and timi flow 0. A maverick monorail 2.0x15mm balloon was advanced, while heparin was administered. The balloon was then inflated at the lesion site to 14 atms for 60 seconds and 30 seconds. The balloon was removed from the pt and a taxus liberte' 2.25x28mm was deployed at the lesion site at 10atms for 60 seconds. The maverick balloon was re-introduced and post-dilated the stent at 10 atms for 60 seconds and 14atms for 30 seconds. The procedure was completed and no further pt complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.